Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium large clip applier (mlca) instrument was inspected prior to use with no issue. The surgeon stated that the mlca instrument did not work properly; however, detail information was not known. The incident with the mlca occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The instrument jaws were not stuck on the tissue when the issue occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 8mm medium-large clip applier has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "locked in a tight grip". Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument jaw was locked tightly. The customer used a backup medium-large clip applier instrument to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and/ or if additional information is received.